Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead.

Event description:
The consumer reported via a manufacturer representative (rep) that they patient stopped using their spinal cord stimulation (scs) system a long time ago and the implant battery was overdischarged. There were no known factors that might have led or contributed to the overdischarge. In result, the scs implantable neurostimulator (ins) was explanted and a pump was implanted on the day of the report. The issue was resolved at the time of the report, the patient was alive with no injury and there were no reports of therapy issues/patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was unknown.